Event description:
The customer reported that they are seeing incorrect readings on their central nurse's station (cns) and remote nurse's station (rns) for the spo2 and resp parameters coming from one monitored transmitter. They explained that the readings coming from the transmitter are correct, but what shows up on the cns is not matching with the device readings. No harm or injury was reported.

Manufacturer narrative:
The customer reported that they are seeing incorrect readings on their central nurse's station (cns) and remote nurse's station (rns) for the spo2 and resp parameters coming from one monitored transmitter. They explained that the readings coming from the transmitter are correct, but what shows up on the cns is not matching with the device readings. No harm or injury was reported.